Manufacturer narrative:
H.6 investigation summary. Material #: 367374. Lot/batch #: 1350433. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. (B)(4) retained samples were draw-tested with deionized water. This stimulates the blood drawing method. From this testing, it was determined that all (B)(4) tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes had a low draw. There was no report of patient impact. (B)(4) occurrences. The following information was provided by the initial reporter, translated from spanish to english: on january/february, the customer received in stock the batch 13050433 (customer alleges the tube¿s expiration date is 2023.06.), which were drawn irregularly, but the entire stock was used. In the following months, customer received a different batch from same type of material, 3 and 2 ccs, which filled properly, with no issues. On april/may, customer received again the batch 13050433, and accepted 100 tubes only, to be evaluated by afternoon (pm), and unfortunately they are facing again the same situation.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes had a low draw. There was no report of patient impact. 1st of 2 occurrences. The following information was provided by the initial reporter, translated from spanish to english: on january/february, the customer received in stock the batch 13050433 (customer alleges the tube¿s expiration date is 2023.06.), which were drawn irregularly, but the entire stock was used. In the following months, customer received a different batch from same type of material, 3 and 2 ccs, which filled properly, with no issues. On april/may, customer received again the batch 13050433, and accepted 100 tubes only, to be evaluated by afternoon (pm), and unfortunately they are facing again the same situation.